Manufacturer narrative:
There was no patient involvement. The inspire 8f hollow fiber oxygenator with integrated arterial filter is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. (B)(4). The age of the device was calculated as the time elapsed between device sterilization and the date of event. (B)(4). The complained inspire 8f hollow fiber oxygenator with integrated arterial filter is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone oxygenator (catalog number 050703) is also registered in the USA (510(k) number: k130433). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Exemption number e2016005. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been requested for return to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report that priming fluid was observed going from the blood side to the heater-cooler side of the inspire 8f hollow fiber oxygenator during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter. The incident occurred in (B)(4). Per exemption number e2016005, sorin group (B)(4). Is submitting the report for both sorin group (B)(4) (manufacturer) and livanova USA. (Importer). The defective device was returned to sorin group (B)(4) for investigation. The returned device was tested for leakage from the blood side to the water side of the heat exchanger. Testing was performed with colored water under both static and dynamic conditions. No leak was observed during this testing. The device was found to be conforming to specifications. As the issue was not reproduced, a root cause for the reported issue was not identified. However, sorin group (B)(4) has determined that the issue was not caused by the device, as it was found to be conforming to specification during testing.